Manufacturer narrative:
A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. (B)(4).

Event description:
It was reported that implant (ifnt485) was removed due to infection and mobility at site location 30. Site was bone grafted and patient will return for another implant placement.

Event description:
Additional information reported confirmed that mobility previously reported by customer refers to loss of integration.

Manufacturer narrative:
Additional information received confirmed that mobility, previously reported by customer, refers to loss of integration. As a result, no further medwatch reports will be submitted. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H10: added manufacturer narrative.